Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the image provided, the single stent struts were not visible due to the poor resolution. However, the stent strut structure appeared to have a structural discontinuity like the shape of an hour glass in one section leading to the conclusion that the stent might be twisted in that area. Further inhomogeneity was visible on the image provided, however, due to poor resolution of the image no closer evaluation could be performed. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. In this case, the lesion had been pre and post-dilated and the delivery system could be advanced without difficulties. Furthermore, the stent was deployed without issues and no strut irregularity was identified after stent release. Based on the information available and the evaluation of the image, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct deployment of the stent. Furthermore, the IFU states: "pre-dilation of the lesion should be performed using standard techniques" and "post stent expansion with pta catheter is recommended."

Event description:
It was reported that the vascular stent was found to be twisted in the sfa 8 months post implantation. An additional procedure (pta) was required for treatment. Reportedly, the lesion had been pre and post-dilated and no difficulties were encountered during tracking of the delivery system to the lesion site. The stent could be deployed without issue and no strut irregularity was identified after stent release. There was no reported patient injury.

Manufacturer narrative:
As the lot number of the subject device has not been provided, a device history record review could not be performed. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient, product or procedural details.

Event description:
It was reported that the vascular stent was found to be twisted in the patient's vessel. An additional pta is required for treatment.